Event description:
The customer contacted baxter's (B)(4) regarding system error (se) 2240, which occurred on the homechoice (hc) during drain. The home patient (hp) had two unused lines with clamps open. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. The pd nurse stated she was unaware of this report, but indicated the home patient is doing fine. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the user error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).